Manufacturer narrative:
(B)(4). Two photos were provided; first and second pictures shows a white cartridge with blood, the reloads are on an aside view, and can be seen fully fired as the drivers are exposed, in addition staples in b-form shape can be observed on the cartridge deck. Based on the photos alone the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # n5732n. Additional information requested and received: were any clips used in the surgical procedure prior to firing device? Unknown. What was the approximate size of the compressed vessel? Left upper lobe of lung a1+2c. Can it be confirmed that the entire compressed vessel was proximal to cut line when device was fired? With complete cut line. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line when device was fired? Yes . What is the current patient status? Stable and left from the hospital. The analysis results showed that one vasecr35 cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the left upper lobectomy, severing the branch of pulmonary artery, after fired on the third firing, found the staples malformed with irregular shape. The patient lost more than 2000 ml blood, with transfusion, the suture was used to sew the wound and stop the bleeding. The surgery delayed three hours. The patient is stable and in hospital.